Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a71 with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sleepiness and had loss of consciousness. There were no reports of the customer requiring any treatment due to the event. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application samsung galaxy s20 fe 5g, android 13, 2.8.4.9335 and successfully received high and low glucose alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a71 with android operating system version 13 and app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sleepiness and had loss of consciousness. There were no reports of the customer requiring any treatment due to the event. No further information was provided. There was no report of death or permanent impairment associated with this event.